Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The e601 analyzer serial number (B)(6). The e411 analyzer serial number was not provided. Calibration was last performed on (B)(6) 2025 and was within specification. The field service engineer (fse) replaced pinch valve tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 2 patient samples on a cobas 6000 e601 module, a cobas e411 analyzer, and a competitor analyzer. Sample 1 had an initial result of 1.01 coi, accompanied by a flag indicating carryover, interpreted as reactive. Sample 2 had an initial result of 0.929 coi, interpreted as borderline. The samples were recentrifuged and repeated on an e411 analyzer and the results were non-reactive. Sample 1 also had a repeat value of 0.00 (negative) when tested on a vidas analyzer. No units of measure were provided.